Event description:
The customer reported that the jaws of the device could not be re-opened while applied to tissue. The surgeon resected the tissue adjacent to the jaws in order to remove the device from the tissue. There was no pt injury.

Manufacturer narrative:
(B)(4). One used device was returned for evaluation. Visual inspection noted dried blood and tissue in and around the jaws of the device, although the device was not stuck shut. The handle was latched and unlatched several times with no problem. The device was activated on simulated tissue with acceptable results. The jaws did not stick to or lock onto the simulated tissue. Covidien could not confirm the customer's report.